Event description:
Reporter alleged blood glucose measured 320 mg/dl performed at 9:02 am back to back with a result of 121 mg/dl when testing was performed at 9:12 am. Customer stated having no symptoms at the time of testing, however, self treated as a result of the readings, with food and juice. No other actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement products were sent.